Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor would not power on. A field service engineer checked that the outlet was providing power with multimeter. The fse inspected power cable and found that it was damaged and replaced power cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the monitor was not power on. The customer pressed the button under the monitor, but it only caused the screen to flicker briefly without staying on. The tower was on, but the monitor remained blank. However, there were no delay or adverse events or injuries reported based on this event.